Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the loop handle of the manual stapling handle cannot be squeezed as usual. Thus, the surgeon could not fire the attached reload. The surgeon was not able to press the green button.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, during a pancreatectomy. Used new device to complete the procedure. No patient injury.